Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the reported issue contribute to any patient adverse consequences? Do you have any photos available for visual analysis? Please refer to the event description, other information requested is unknown. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. No device can be returned currently.

Event description:
It was reported that a patient underwent a liver transplant on (B)(6) 2026 and suture was used. During the procedure, the suture broke and was immediately replaced with a new one. There were no adverse patient consequences reported. Additional information was requested.